Event description:
Because of inflammation, the implant was removed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Minor mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an inflammation at the implant site. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the inflammation. This is a final report.

Event description:
Because of inflammation, the implant was removed.